Event description:
It was reported that a charite artificial disc pt experienced retrograde ejaculation postoperatively. Surgeon reported that the event was not device related but was procedure related. Pt was given a urology referral. As an ae was reported an MDR is being filed to document this event.

Manufacturer narrative:
Events of this nature are an inherent risk of arthroplasty surgery. The instructions for use (IFU) lists retrograde ejaculation as a potential adverse outcome. No connection can be made between the reported event and any shortcoming of the device.